Manufacturer narrative:
(B)(4). D6a: exact implant date unknown - (B)(6) 2018. D10: item# unk coonradmorrey ulnar stem; lot# unk. G2: foreign - event occurred in the UK. H6: proposed component code - mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left elbow revision approximately five (5) years and two (2) months post-implantation due to a periprosthetic bone fracture and bone loss. Patient received a pmi humeral elbow component during this revision. The ulnar component remained implanted as it was well-fixed. Attempts have been made and no further information has been provided.